Event description:
It was reported by the family member that pt was having an allergic reaction to the taxus express2 stents. The following complaint was reported: "caller states pt is having an allergic reaction to the paclitaxel on the two taxus express2 stents pt received 2005. Pt has a 104 degree fever. Family member states pt has a history of cancer and having allergic reactions to chemotherapy. They has spoken to the cardiologist who had not helped them. They want to speak to someone today about how to 'get the paclitaxel out'." Additional information during a follow-up call to the pt's family member indicated that the pt has a history of lymphoma. Pt has had an "allergic" reaction to pt's chemotherapy involving fevers to 102-104 degrees. These fevers required hospitalizated for up to a week at a time. The chemotherapy medication pt was given is in the same drug family as the paclitaxel. The pt has had a bare metal stent placed in the past without any problems. The following day pt was found to have more areas of blockage that required stenting. This was not in the same area as the bare metal stent previously placed. The pt's family member explained that the cardiologist came out and told them pt was going to place medicated stents in pt, but did not mention what type of medication was on the stent. If the cardiologist would have mentioned that the stent was coated with paclitaxel, they would have refused the stenting based on pt's previous reactions to chemotherapy agents similar to paclitaxel. The stenting procedure went well, however pt complained of back pain in pt's hospital room. Pt received medication for the pain and was subsequently discharged. Eleven days later, the back pain returned and they began experiencing temperatures of 102-104. The temperatures would respond to ibuprofen but the temperatures returned after the ibuprofen would wear off. The pt has followed up with pt's cardiologist, however they indicates the cardiologist stated, "that pt had never heard of anything like this". The pt did have a f0llow-up scheduled with pt's oncologist and had gone in to pt's family physician and had a complete blood count and a c-reactive protein (crp) done. The crf was elevated. There had not been a formal physician evaluation done at that time. The pt's family member asked how the stents could be removed. It was recommended that pt follow-up with pt's cardiologist. Family member indicated that they would not follow up with "cardiolgoist". It was recommended that a follow up be done with a cardiologist and the pt's oncologist. Additional information from the nurse at the physician's office indicated that the physician told the pt they did not believe the pt was having an allergic reaction to the stents. Also, the physician was not aware of the pts allergy to chemotherapy drugs. The pt did not list it as an allergy. The only reported medication allergies they knew of were sulfa and septra.